Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Event description:
It was reported that the pump exhibited error code 41541. No patient injury was reported.

Manufacturer narrative:
Additional information received on 09-aug-2022 via email and attached in complaint object: this event occurred prior to use; the infusion was not life-sustaining; date of the event: 11/24/2021; the product issue did not cause or contribute to patient or clinical injury; the outcome of the event was resolved. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. During the functional test, the latch flex was able to recognize the device being latched, unlatched, and locked. When visually inspecting the flex, cannot find any visible damages on flex. Replaced latch lock flex due to error code and as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 14-dec-2020.